Manufacturer narrative:
Isi received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the customer reported complaint. Fa found the primary finding of conductor wire insulation damage to be related to the customer reported complaint. The instrument was found to have insulation damage on the conductor wire by the yaw pulley. The electrical wires were exposed but no broken pieces were missing. The electrical continuity test passed. The root cause of this failure is mishandling/misuse. A review of the device logs for the maryland bipolar forceps (part# 420172-17 / lot/serial# n10191014525) associated with this event has been performed. Per this review of the logs, the maryland bipolar forceps was last used on (B)(6) 2021 via system serial# (B)(4). There were 3 uses remaining after this last usage. There was no photo or video provided by the site for review. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. This complaint is being reported because a bipolar instrument with damaged conductor wire insulation could lead to inadvertent energy transmission to tissue other than intended via the exposed conductor wire. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the wire was broken. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following section; g3, g6, h2, h6 and h10. Correction: the root cause of the reported issue was caused by a component failure.